Event description:
It was initially reported that the device was explanted after an implant duration of approximately 33 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and aortic insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
The consumer was driving on a flat surface of a ramp when the chair allegedly jerked to a sudden stop, and she fell from the chair. This allegedly resulted in a fractured left wrist and a broken right foot.